Event description:
Procedure: gastrectomy. According to the reporter: on (B)(4), 3 days after surgery, pt had a fever. Using CT, it was confirmed that the gall bladder was tensed and transverse colon was swelled. On (B)(4), ptgba (percutaneous transhepatic gallbladder aspiration) was performed, but the symptom continued. Since calculus was suspected, on (B)(4), ptgbd (percutaneous transhepatic drainage) was performed and contrast medium was injected. When head-down position was taken, leakage from duodenum stump was confirmed. It occurred from around the middle of staple line to the distal end. Continued conservative treatment, and pt's condition is gradually improving. In the original surgery, purple 60 cartridges were used also for resection of jejunum and esophagus and closing blind end of jejunum.

Manufacturer narrative:
(B)(4).